Event description:
This lead was implanted on (B)(6) 2000 and is still in active use. This lead has been called to technical services due to possible farfield and oversensing. The physician was dr. (B)(6) at (B)(6) clinic in billings.mt. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).